Manufacturer narrative:
This unit has been found to be completely functional. For this unit to not have delivered gaseous oxygen, it had to have either ran out of lox or lost its head pressure due to a vent valve or quick disconnect valve being froze open with ice that subsequently melted.

Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Unit had no flow after a fill. Customer thought he was receiving oxygen and started to go on a walk. Nearly passed out, and his stats were in the 60's. Patients wife was able to get a equinox out to him to help with his breathing.